Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege the patient suffered extreme pain, discomfort, soreness, malaise, swelling, loss of energy, immobilization, both acute localized damage to tissue and/or bone surrounding the acetabulum and systemic injuries. Papers also allege excessive levels of chromium and cobalt blood levels. Update rec'd 5/1/2015 - ppd with first page of revision medical records received. Part and lot information and dor provided. Patient was revised to address metallosis. The stem and sleeve are being added to the complaint. This complaint was updated on 5/20/15.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 9/19/16 medical records received. After review of the medical records for MDR reportability, the primary surgery notes a doi of (B)(6) 2009. There is no new additional information that would affect the existing investigation.